Event description:
A pt reported they were unable to test on the meter due to power issue. The meter would not turn on. This issue was not resolved with troubleshooting. They had multiple symptoms-nausea, inability to see ("everything went black"), very bad headache. Pt's family member called the hospital which advised them to try and get the meter working or call to get someone out there and test blood. Unknown if paramedics were called, unknown if they were tested and/or treated by the paramedics. Attempted unsuccessfully several times to contact the pt to obtain more info. Letter sent.